Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on charged coupled device and debris inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified for the malfunction debris inside the light guide lens. The most probable cause of the complaint related to corrosion on the charged coupled device is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.